Manufacturer narrative:
(B)(4). The customer reported that the unit is draining the battery completely down. There was no report of pt involvement. A philips field service engineer went to the customer site and verified the failure. Reloading the software resolved the failure.

Event description:
The customer reported that the unit is draining the battery completely down.